Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid at an unknown concentration and dose. It was reported the patient mentioned she had surgery 5 months ago that was related to the device or therapy. The patient said they did surgery 5 months ago, and they had to redo it again on (B)(6) 2016. The patient was the pump was 2/3 full when the catheter came loose about 6.5 months ago. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. There were no patient symptoms reported. There was no action needed, the patient was just reporting the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.